Event description:
The patient implanted for non-malignant pain reported that the device was not working right. It was shutting off and was in one leg and not the other. It was noted that she had reprogramming with the manufacturer representative (rep) but that didn't help. There was stimulation in the wrong areas. At the time of the call, it was only a light tingle and was set to 6.10. This was occurring daily. No falls/trauma or recent medical tests/emi had occurred. The healthcare provider (hcp) mentioned the possibility of the lead slipping, so x-rays and a CT scan were ordered. The patient was maybe going to call back later after she charged her implantable neurostimulator (ins). It was noted that tuesdays was her recharge day. It then could be reviewed if she had more than one group. Stimulation was in one leg and not the other, and in the stomach instead of the back. Stimulation was noticed to not be working right the first week of april. Only feeling tingling occurred on (B)(6) 2016. She couldn't get a reading on the patient programmer (pp) on (B)(6) 2016; the ins needed to be charged per the patient. Additional information received from the patient reported that she charged her ins and was ready to check for other programs. The patient saw a program a and program b in addition to program c, which was the active one. She tried each program but only felt stimulation in the right knee. The intended coverage area for stimulation was noted to be the lower back and down both legs. She switched back to program c and reported stimulation was equal in both legs. It would start to change once she started moving and would stop working. She would only feel a light tingling. At the time of the call, it was starting to turn on/off. Without stimulation, she had no pain relief. It was also noted that there was a difficulty with the pp; she was getting the poor communication screen. This occurred in (B)(6) 2016 and the rep replaced the antenna for her. The patient was able to communicate without the antenna. The patient declined being transferred to repair as she wanted stimulation fixed. The imaging was scheduled for the end of the week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.